Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is broken, optic is torn/cut into pieces typical of an insertion and removal. Additional optic damage was observed. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified viscoelastic. The root cause of the complaint was determined to be unrelated to the product. Information was provided by a health care professional (hcp) that the explanted iol was found to be with no defect and/thus the product was not associated with the event, poor visual acuity. Additional information was provided that the complaint lens (19.5 diopter) was replaced with a lens with a difference of 1.5 diopters (21.0d). No further information provided at this time. The returned lens was torn/cut into pieces typical of an insertion and removal. A lens bench evaluation could not be performed due to the damaged condition upon return. (B)(4).

Event description:
The sales representative obtained the information of the replacement lens from the physician on (B)(6) 2018. It was a 21.0d.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported poor vision in an eye following an intraocular lens (iol) implant procedure. The lens was exchanged. No defect of the lens was observed, therefore; in the surgeon's opinion, the product was not associated with the poor vision.